Event description:
Boston scientific corporation became aware of an event in which an intracranial stenosis stenting procedure was performed in 2005, with the subject device and was successful. The next month, the pt sustained a new subarachnoid hemorrhage and died three days later. The death of the patient was not device related; the patient died of respiratory failure secondary to the subarachnoid hemorrhage.